Event description:
Per complaint (B)(4), a patient wanted the removal of their dental implant due to pain. A CT scan demonstrated the implant's adequate distance from the nerve. The implant was removed three weeks after placement.